Manufacturer narrative:
The field service engineer replaced the gear pump and sample probe. He performed a tube change, confirmed the gear pump pressure was good, and the rinse levels in the cuvettes were within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results from the cobas 8000 c702 module. The creatinine result for a sample drawn on (B)(6) 2021 was 62 umol/l. This result made the customer question the creatinine result for a separate sample from the patient that was drawn on (B)(6) 2021. The initial result for that sample was 254 umol/l from an aliquot. The customer retrieved the primary sample from (B)(6) 2021 and retested it. The repeat result was 65 umol/l. The customer reviewed other patient results and found an additional 15 samples with discrepant results. The questionable results were reported outside of the laboratory. The reagent lot number was 541032 with an expiration date of 31-dec-2021.

Manufacturer narrative:
Medwatch field d4 - serial no was updated.

Manufacturer narrative:
The field service engineer checked and adjusted the ultrasonic mixer (usm) settings. The investigation determined the service actions resolved the issue.